Manufacturer narrative:
(B)(4). Batch # t5cf6w. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: what were the indications for the original surgical procedure? Did the patient receive any preoperative chemotherapy or radiation? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form to include specific shape and location? Will the ileostomy be reversed? What is the current status of the patient? Response: unfortunately we have been unable to obtain this requested information. I did leave some material at the surgeon¿s office and if I can get a response I will update this complaint. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the colorectal surgeon was performing a reversal of a hartman's and fired the cs40g at which point the staples did not form properly. The surgeon then opened a second cs40g and the same outcome occurred with the second gun which was a different lot no from the first. He then proceeded to do a loop illieostomy by hand. Surgery was delayed an unknown length of time.